Manufacturer narrative:
One device was received for evaluation. Functional testing noted a faulty optical switch bracket. The reported problem was verified. The optical switch bracket, cam flex sensor, and the mainboard were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a recurring "system fault 41, 622 " error. The keypad seems semi attached. The event occurred during preparation as log event shows. There was patient involvement, but no patient harm/adverse event reported.